Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4. D9, g3, g6, h2, h3, h6, h10. The device was returned to the factory for evaluation on 04/06/2024. An investigation was conducted on 04/10/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The power supply was observed to be intact. An electrical evaluation was conducted. A reference power cord was plugged into the power supply and the device was switched on. The green lights on the power supply were faintly illuminated and flickering, indicating insufficient power was delivered to the device. A pre-cautery test was performed per the instruction for use (IFU) with a reference adapter, hp2, cable, and power supply vh-3010 at level 3.0. The device did not pass the pre-cautery test. No visible steam or heat was produced when the device was activated and no tone was audible from the power supply upon activation. An engineer evaluation and final testing of the power supply was conducted on 04/16/2024. A fluke 8846a precision multimeter bmram ID# (B)(4), per mcv00030545 rev. B, equipment calibration procedure for vasoview power supply. The following results were observed: no load voltage: 2.77vdc; low current output: -0.00284 amps dc; high current output: -0.00299 amps dc. The voltage and current were found to be out of specification. During the testing, it was observed that the green led indicator light located next to the extension cable connector was blinking which is not normal. This led indicator should have been illuminating a constant green light. Based on the returned condition of the device and engineer evaluation, the reported failure "electrical problem" was confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6) . The vendor certifies that this device serial # conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply stopped working. It was working for about an hour and it just stopped.

Manufacturer narrative:
Tw # (B)(4). Corrected sec- h6 clinical code changed to 4582.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(6) stopped working. It was working for about an hour and it just stopped. The procedure was completed with a new device. No procedural delay was noted. No patient harm.